Event description:
It was reported that pump experienced malfunction indicated by malfunction alarm, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, was instructed to continue using pump, and was advised to call back if malfunction code appeared again, which customer acknowledged and understood.